Manufacturer narrative:
The customer¿s report that the tubing set separated was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the associate primary set¿s pvc tubing was separated from the lower fitment outlet port. No separations were observed from the bottom of the drip chamber. Examination under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to obvious leaking that would occur due to the separation. Dimensional analysis was performed on the separated tubing and the outer diameter of the tubing was measured and observed to be within specifications. The root cause of the tubing separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error. The device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of (B)(4) units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. CAPA 1432807 was opened to implement the containment and corrective actions of the issue.

Event description:
It was reported that the tubing set separated at the bottom of the drip chamber and leaked. When the clinician attempted to load the tubing set into the module, the set separated and leaked less than 15ml of irinotecan. The event occurred in the chemotherapy unit. There was no consequences or impact to the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set separated at the bottom of the drip chamber and leaked. When the clinician attempted to load the tubing set into the module, the set separated and leaked less than 15ml of irinotecan. The event occurred in the chemotherapy unit. There was no consequences or impact to the patient.